Event description:
It was reported that during the unknown procedure the device was missing the black piece on the upper part of the jaws. The black lining on the inside of the jaws were missing from the device when the staff opened it. Unknown if the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. B3: event year only reported: 2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.